Manufacturer narrative:
Submit date: 11/09/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a uvc. The customer reports a crack in the line at connection with the plastic hub.

Manufacturer narrative:
Submit date: 11/14/2016.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a uvc. The customer reports a crack in the line at connection with the plastic hub just below the molded strain relief of the secondary extension tubing. The device was replaced with the same device type.